Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a non-preloaded lens implanted on october 15th, which dislocated one day post-op. On the 22nd, when the doctor went in noticed a bent haptic, requiring removal and replacement of the lens. A new iol of the same model and diopter was implanted during the same procedure. No patient injury reported. No further information is available.